Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the pump alarmed for no delivery during manual prime. The customer's blood glucose level at the time of incident was 422mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. The pump passed testing and did not alarm for no delivery. The customer was advised the pump is functioning as designed. The customer was advised to monitor the device and call back if issues persist.